Event description:
It was reported to medtronic minimed that the customer reported an insulin flow block, and the sensor only lasts about 4 days. The transmitter has wear and tear on the prongs. The pump and blood glucose don't always sync, and the seams on the pump are more open. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-7040a, mmt-7841zn, mmt-1884, and mmt-342g. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the sensor glucose vs blood glucose guardian sensor 3, and cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-441ag, mmt-7040a, mmt-7841zn, mmt-1884, and mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. Pump was connected to a test meter, accu-check guide link, and was able to connect. The electronic assemblies and motor assemblies were inspected and found moisture damage to pcb1 and pcb2. The following were noted during visual inspection: scratched case and cracked keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 98 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Confirmed moisture damage to pcb1 board and pcb2 board. Confirmed cosmetic damage located at the keypad overlay (cracked). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.